Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2018; 5568-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular thresholds had been fluctuating. The patient was seen at an in-clinic visit and the thresholds were stable at that time. No intervention was done and the lead will be monitored. The lead remains in use. No patient complications have been reported as a result of this event.